Manufacturer narrative:
The evoke scs system remains implanted. The patient event logs were reviewed, and no anomalies were identified. The root cause of the burning sensation cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites and skin irritation, and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a burning sensation at the evoke closed loop stimulator (cls) implant site. The reported symptom was present when the evoke scs was turned off. Reprogramming was performed and topical pain patches were prescribed to resolve the reported event.